Manufacturer narrative:
Evaluation summary: a review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported I ncident. The returned product met specification as received. Visual inspection found no defects. The customer reported that the device was difficult/impossible to open, and did not seal the tissue properly. The reported condition was not confirmed. The jaws opened and closed normally using the handle. Additional functional testing was performed on porcine kidney tissue. Multiple seals on vessels of various sizes were made. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seals were satisfactory and end tones were heard each time indicating completed cycles. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality, and the product instructions provide tissue sealing recommendations. The instructions also caution users to keep the instrument jaws clean, and appropriate cleaning methods. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: 2017-07-17. The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a partial gastrectomy, the device was difficult to open and did not seal the tissue properly. After an end tone was heard, bleeding occurred from the sealed tissue. No patient injury resulted or medical intervention was required. Another ligasure device of the same type was used to continue the procedure.